Event description:
Prior to the stenting procedure, the physician removed the stent from a coronary stent with delivery system and remounted it onto another manufacturers balloon catheter. Subsequently, the physician attempted to advance the modified device (with the protective sheath retracted) through a shepherds crook guide catheter to reach the target lesion site located in an ostial lesion in the pts right coronary artery. Upon attempted stent deployment, it was reported that the stent did not appear to be deployed.in response, the modified sds was withdrawn from the pt. Upon withdrawal, it was noted that the stent was missing from the sds. There were no reported attempts made to locate and retrieve the stent. Subsequently, the physician modified another stent with delivery system and successfully deployed the stent at the target lesion site. There were no additional complications reported relative to this event.